Event description:
It was reported that a homechoice disposable set with cassette had a connection issue on the solution connection point; further described as "can not connect to the line". This was observed during the priming step for peritoneal dialysis therapy. Renal therapy services assisted the caregiver in removing the cassette. The patient would start over the therapy with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.